Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the touchscreen became frozen on the unlock screen. Reportedly, the "1" would illuminate but would not advance to the button "2." Troubleshooting was performed and touchscreen unfroze and functioned as expected. There was no impact to customers' blood glucose level.